Manufacturer narrative:
Concomitant products: product ID 37603, serial # (B)(4), implanted: (B)(6) 2015, product type implantable neurostimulator; product ID 3389s-40, lot # v794127, implanted: (B)(6) 2011, product type lead; product ID 37642, serial # (B)(4), product type programmer, patient; product ID 37085-60, serial # (B)(4), implanted: (B)(6) 2011, product type extension; product ID 748251, serial # (B)(4), implanted: (B)(6) 2007, product type extension; product ID 3389s-40, lot # v006360, implanted: (B)(6) 2007, product type lead. (B)(4).

Event description:
It was reported that the patient experienced a burning sensation at implantable neurostimulator (ins) site on left side. This only occurred once and the patient was unsure how long it lasted. The patient went to see her physician and her cardiac work up was negative for and there was no evidence of infection. The patient had not had any changes in therapy. No interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.